Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: law, g.w., koh, j.s.b., yew, a.k.s., and howe, t.s. (2020), scanning electron microscopy study of retrieved implants suggests a ratcheting mechanism behind medial migration in cephalomedullary nailing of hip fractures, malaysian orthopaedic journal, vol. 14 (1), pages 7-17 (singapore). The aim of this study is to further investigate the medial migration phenomenon and the proposed ratcheting mechanism by studying retrieved implants from patients who have undergone revision surgery as a result of the medial migration phenomenon. A total of 4 patients, with prior fixation of their pertrochanteric hip fractures with the synthes proximal femoral nail antirotation (pfna), who underwent revision surgery were included in the study. The mean follow-up was unknown. The following complications were reported as follows: group with medial migration: patient 1: a chinese female underwent revision surgery for a femoral head perforation with fne penetration into acetabulum. Patient 2: a chinese male patient underwent revision surgery for a femoral head perforation with fne penetration into hip joint. Group without medial migration: patient 3: a chinese female patient underwent revision surgery for a femoral head perforation with fne penetration into acetabulum. Patient 4: a chinese male patient underwent revision surgery for a femoral head perforation with fne penetration into acetabulum. This report is for an unknown synthes pfna blade.